Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc upn: (B)(4), model: sc-1140, serial: (B)(4), batch: 21042118. Product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 21644252. Product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5073340.

Event description:
It was reported that the patient experienced inadequate stimulation and reprogramming was unsuccessful. The physician explanted the scs systems.